Event description:
It was reported that the patient's IV tubing was removed from the IV pump and the patient was transferred from the inpatient unit to the operating room (or) theater. When then anesthesiologist administered an IV push medication with a 10ml syringe, a large bubble appeared at the top section of the pump segment. The tubing had been clamped above the site of the IV push. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the patient's IV tubing was removed from the IV pump and patient was brought from inpatient unit to operating room (or) theater. When then anesthesiologist administered a medication via IV tubing, it was noticed that a large bubble appeared at the top section of the pump segment of the IV set. There was no patient harm.